Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician indicated seeing some insulation material particles on the right ventricular (rv) lead rv coil. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with a stylet in the lead. The media on the rv coil is silicon from between the rv coils and is considered normal as movement of the rv coils will release the silicon upon coil movement. If information is provided in the future, a supplemental report will be issued.